Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reported that the PICC was leaking above the butterfly where the extension tubing meets the butterfly. The PICC was inserted on (B)(6) 2012 and was removed on (B)(6) 2012. The customer stated that the PICC was replaced with another PICC and the patient status is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.